Manufacturer narrative:
This report is submitted on may 21, 2020.

Event description:
Per the clinic, the patient experienced recurrent infections at the abutment site that were unsuccessfully treated with antibiotics (mode of administration unknown) resulting in the abutment being removed (date unknown). The implant remains in-situ.